Manufacturer narrative:
The field complaint was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages found are consistent with procedural damage.

Event description:
It was reported that the right ventricular lead was explanted due to malfunction. Additional information was requested but was not available. The patient was stable following the procedure and there were no adverse consequences.